Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Corrected fields: g2>: (unmark healthcare professional and company representative). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, the presumable cause for the black screen displaying occasionally could be the dust adhered to the video connector. However, a definitive root cause could not be determined. The instruction manual of cv-190 (drawing no. Gt7162) describes the following: and the reported, phenomenon might be prevented, by following the descriptions: [6.3: connection of an endoscope]: the video connector and its electrical contacts should be completely dried before connecting the plug to the video system center. If they are wet, they should be wiped according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center sometimes has a black screen during use, which can be restored by shaking the endoscope plug. There were no reports of patient harm.